Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer was able to successfully clear the alarm. The insulin pump did not pass a test. The insulin pump will not be returning for analysis.